Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead; product ID 97791, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that during a battery replacement because of an infection. The caller is reporting that they removed the leads from the old battery and connected them to the new battery and are getting values that in that are in the 20000 ohm range. The caller stated that the lead tails did not appear to be damaged and were seating all the way in the header block of the ins. The caller stated that they could not use the old battery to test because it was no longer sterile. The caller stated that they did not run impedances prior to the case. The patient claimed to have been using stimulation and getting good relief since implant which was in (B)(6) 2017. The caller is getting an mltc to determine if the leads are the issue or the battery. No further complications were reported. No patient symptoms were reported. Additional information: it was reported this case did get more complex. Because of the infection present at the battery site the doctor wanted to be cautious and used a new (B)(6) (thus the rep's call when we had impedance issues), then upon using an mltc to test the lead independently the lead still was showing high impedances on nearly every contact. The rep didn't have a baseline impedance pre-surgery but the contacts being utilized by the patient upon walking into the hospital yesterday were showing high impedances during intra-op yet the patient walked in with the stimulator on and functional (and getting relief). The rep doesn't know what caused the lead to suddenly not work from pre-surgery to intra-op but the doctor thinks it may have inadvertently been wiped down with betadine instead of saline before seating it into the new battery. A new 565 lead was used and then intra-op went smoothly. So basically an entirely new system w ent in instead of just a battery. The hospital requires that they are allowed them to record and examine the lead before the rep can send it back to have it tested. The appropriate paperwork was filled out at the hospital for their end and the rep was told he would be notified once they were done with it internally. They weren't specific with what they do with it, just that they have to hold it temporarily. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the high impedances was not known. The healthcare provider (hcp) thinks they may have accidentally used betadine to wipe down electrodes before inserting them into the replacement battery thus inadvertently damaging the contacts. The cause of the infection was not known. The infected devices are being tested. The battery and lead were kept by the facility for testing, and will be released to the manufacturer in the future.